Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. During review of provided data from a customer in (B)(6), it was identified that 2 patient samples generated false positive results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Sample 1 (run #506) generated a positive result for sars-cov-2 and flu a. Sample 2 (run #585) generated a positive result for flu b. Patient sample 1 was retested using a different assay (cobas influenza a/b & rsv for use on the cobas liat system), which generated negative result for all 3 targets (influenza a, influenza b, and rsv). Patient sample 1 was not retested for sars cov-2 and the complaint only alleged a influenza a result discrepancy. No additional testing was performed for sample 2 to confirm the questioned result. No harm indicated. Investigation of reagent kit lot 01029z did not find a product problem. The CT value generated on the positive result indicates the samples may be below or near the limit of detection of the test (lod). Two mdrs will be filed, one for each patient.

Manufacturer narrative:
(B)(6). Investigation of the complaint kit did not find any product problem. The CT value generated on the positive result indicates the sample is at below or near the limit of detection of the test (lod). (B)(4).